Event description:
Boston scientific received information that during a follow up visit, interrogation of this device with non-boston scientific atrial lead revealed under sensing of atrial fibrillation in recorded atr electrograms despite the atrial sensitivity programmed to maximum. The device function was not affected. No programming changes were made; the patient will return for a further follow up visit and further medication control to reduce the af. No adverse patient effects were reported. (B)(6) lead implant date (B)(6) 2011 event date (B)(6) 2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)